Manufacturer narrative:
Based on the provided information and tests performed on site, there is no indication of a malfunction of the MRI system or coil used that contributed to the injury. The injury is consistent with injuries caused by close proximity to an rf coil cable, in this case, the small cable between the coil and anterior flap. Further contributing factors identified: the used scan protocols with a high sar value and the total whole body specific energy dose (sed) administered. The patient was wearing dry hospital supplied clothing of polypropylene.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will be sent to the FDA.

Event description:
Philips received a report about a heating incident on an achieva 1.5t. A female patient was examined with the head neck coil. Some time after the examination a blister was observed on the lower side of one breast.